Manufacturer narrative:
(B)(4).

Event description:
The patient was discharged 4 days following the procedure, not 3 days as originally reported.

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced a myocardial infarction. The target lesion being treated was located in the distal left anterior descending (lad). The lesion was 95% stenosed, 3mm in diameter and 15mm long. The lesion was treated with predilation and placement of a 3.0x20mm study stent. Post dilation was performed. Residual stenosis was 10%. Post procedure cardiac enzymes were noted to be elevated. The patient experienced a non-q-wave myocardial infarction one day post procedure. Prior to discharge, cardiac enzyme elevation was consistent with the protocol and arch definition of an mi. (Peak troponin I = 0.52 ng/ml, uln =0.04 ; peak ck-mb = 39 u/l, uln = 25 ). No action was taken for this event. The event was considered resolved without residual effects. The patient was discharged 3 days later on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).